Manufacturer narrative:
(B)(4). Device evaluation summary: one opened box with twenty-six unopened samples of product code j468, lot mjz296 were returned for analysis. The issue complaint was not received for evaluation. During the visual inspection of thirteen samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance - breakage suture was found and the tested samples met the finished goods requirements. A manufacturing record evaluation was performed for the finished device lot number mjz296, and no non-conformances were identified.

Event description:
It was reported that a horse underwent an unknown procedure on (B)(6) 2019 and suture was used. After the incision was complete, the suture strands broke apart. The doctor used additional unknown suture to suture the incision closed. There were no patient consequences reported.